Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, it was reported that the patient's infusion set's tubing got detached at the connector while she was sleeping. The site location was the right side of patient's abdomen, and the pump was located on the right side in relation to the site. Moreover, the infusion had been used for one day. Reportedly, the infusions were stored in the bed. They were unsure if there was any stress or pull on the tubing, because she was sleeping, and the pump was dropped with the set connected to the patient's body. No further information available.